Event description:
It was reported that a surgical intervention was performed were the doctor removed the stem and the cup.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, no clinically relevant supporting documentation was provided to perform a thorough medical investigation. Should additional information become available, the clinical/medical task may be re-evaluated. Without the actual product involved and/or device information our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.